Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident and blood glucose level was 436 mg/dl at the time of call. The customer also reported that they experienced high blood glucose level of 491 mg/dl, 501 mg/dl and 397 mg/dl. The customer was treated with insulin pump for high blood glucose level. The drive support cap was normal. The customer reported that there was leak at site. Troubleshooting was performed and no issue found at the time of call. The insulin pump will not be returned for analysis.